Event description:
Device 2 of 3. Reference MFR report 1627487-2011-07038, 1627487-2011-07051. The patient received a system on (B)(6) 2010, which is implanted supra-orbital (off label). It was reported on (B)(6) 2011 that when the patient turns the stimulator off, she still feels a tingling sensation/dizziness in her head. The pt said that this pattern started weeks ago about the same time she started medication for the treatment of lupus. Sjm representative observed that the patient programmer showed no amplitude bars, but the pt said she still felt the sensation in her head. It was suggested that the pt speak to her doctor that is treating her lupus, to see whether this could be a side effect of her new medication. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.